Event description:
It was reported that a (B)(6) patient, had her device implanted in 1990 which no longer worked and wanted it remove. It was noted that the placement was hurting when the patient was walking. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).